Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, invalid lot number provided by the customer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the reported lot number was not a valid lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a patient was being mechanically ventilated in the medical intensive care unit through the #8 portex tracheostomy tube. The ventilator alarmed high pressure, and during the staff assessment, the inner cannula was loose, and the staff were unable to "click" it back into place such that it was secure. The inner cannula was replaced with another which resolved the alarm issue. There was no patient injury/adverse event reported.